Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the device did not pass op check for pacer test. No pt involvement.